Manufacturer narrative:
This device is not available for analysis. (B)(4).

Event description:
Per the clinic, the patient was explanted one day after implantation (exact date not reported), due to a nerve decompression. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Correction: post implantation, (B)(6) 2012, the patient displayed signs of facial never paralysis. The patient was returned to the or and the device was explanted to facilitate a facial nerve decompression procedure. The patient was subsequently re implanted with a new device during the same surgery (B)(6) 2012. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).